Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record shows that the device met its material, assembly and product specifications.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The ostial lesion being treated was located in the non-calcified, non-tortuous mid right coronary artery (rca). Three months post, the successful placement of a 3.50x12mm taxus express2 drug eluting stent in-stent restenosis was identified. The physician dilatated the lesion and placed another stent (size and manufacturer unknown). No additional patient complications were reported. Patient status reported as "stable post procedure".